Event description:
Pt reports the nebulizer device stopped working for him a few days before easter. States it will stop while the ampule is being administer about 5-6 times and he has to keep turning the device back on. He states since january it has been working well but all of a sudden it keep stopping mid administration. Serial number: (B)(6). No product lot #. No further information available at this time. Chronic obstructive pulmonary disease.